Manufacturer narrative:
The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Port was implanted on (B)(6) 2026. On (B)(6)2026 imaging confirmed catheter was not connected to the stem attached to the port body.